Event description:
It was reported that the customer had delivered a bolus via the pump to cover food consumed. Subsequently, the customer vomited and did not consume additional food in time for the intended bolus amount delivered. As a result the customer blood glucose (bg) decreased to 30 mg/dl. Customer consumed juice to address bg, and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.